Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer did not open while issuing out medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the issue door 1 and drawer 5 not opening. The field service engineer (fse) found a loose connection to the drawer and door, reseated and reconnected all connections, rebooted, and successfully tested the station with the customer. The system functioned as intended after the field service engineer repaired the device.